Manufacturer narrative:
The customer contacted a siemens customer care center. During routine work, the operator passed the system and sustained an injury from a metal edge of the input queue of an advia 2120i hematology system with single aspirate autosampler. Siemens further investigated the event and determined that during normal operations, the input queue metal edges are only exposed during the movement of the racks. These edges are smoothed when the system is manufactured. The cause of the injury was not associated with a sample loading issue or a system malfunction. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an operator tripped on the floor and fell near the input queue of an advia 2120i hematology system with single aspirate autosampler. The operator sustained an injury to the arm from the metal edge of the system; the operator applied an adhesive tape to the cut and was tested for infectious diseases. No further medical intervention was required. There are no known reports of adverse health consequences due to the operator's injury to the arm.